Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that after a 40mm liner was implanted into the shell, it was attempted to be removed, but attempts were unsuccessful. The shell was removed and one size larger shell was implanted to complete the procedure with a different liner.